Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. A supplental will be filed.

Event description:
(B)(4). It has been reported that the mets component has pierced through the inner packaging. It was reported that the outer package was intact but the inner package in contact with the implant had a hole. The device was implanted.

Manufacturer narrative:
In november 2016, stanmore implants worldwide initiated a field safety corrective action which included france, on the orientation of devices during distribution reference stanmore # (B)(4). Future remittance of information will be done through the (B)(4). No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends.

Event description:
It has been reported that the mets component has pierced through the inner packaging. It was reported that the outer package was intact but the inner package in contact with the implant had a hole. The device was implanted. This is a supplemental report to 3004105610-2016-00090 ((B)(4)).